Event description:
User facility reported that the tip of the pulsator syringe broke off inside of 3-way stopcock attached to a transducer. The facility reported that the breakage occurred while the nurse was taking a blood sample from the 3-way stopcock. The nurse tried to remove the syringe tip from the 3-way stopcock, but was unsuccessful, therefore; the whole transducer kit needed to be replaced. There were no adverse effects to pt.

Manufacturer narrative:
Smiths medical has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.